Manufacturer narrative:
The system was not evaluated because the reported event was resolved by rebooting the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported pendant was not responsive upon bootup. The manufacturer representative tried pressing the movement buttons and going from 2d to 3d without resolve. The system was rebooted twice, and the issue resolved. This issue was noted outside of a procedure, and there was no patient involvement.